Event description:
It was reported by the attorney for the patient as a result of a legal claim that allegedly the patient sustained personal injuries as a result of having a stryker hip implant.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown stryker hip. No additional information is available at this time due to ongoing litigation. Should additional information become available, it will be provided in a supplemental report. Eval summary: legal matter.